Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 210526 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210526, test base part number 195-430h / lot 207568. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210526 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on (B)(6)2022. The consumer performed two tests on(B)(6)2022, the first test was a positive result, and the second teat was a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self-test on (B)(6) 2022. The consumer performed two tests on (B)(6) 2022, the first test was a positive result, and the second "test" was a negative result. No additional patient information, including treatment and outcome, was provided.